Event description:
Prior to starting a da vinci s surgical procedure, the user facility reportedly identified a broken cable on the permanent cautery hook instrument. No missing or fallen pieces were reported. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering did not confirm the allege broken cable complaint. All cables on the instrument were all still tensioned. However, engineering found a broken proximal clevis at the main tube interface. The clevis was dislodged from main tube and both the proximal clevis and main tube were missing pieces. Electrical continuity testing was performed and passed. No other damage found. The observed breakage is likely due to overloading at the tip or other type of mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.